Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Major bleed: patient had bleed from old chest tube. The cause of major bleed cannot be determined since insufficient clinical details were provided. Pump suction: no product was returned. Patient had suction alarms at p6 and was then moved to p5. After reviewing logs, multiple suction alarms were observed. The cause of pump suction cannot be determined due to insufficient clinical details. Thrombocytopenia: the cause of clinical injury cannot be determined since insufficient clinical details were provided. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. H6 health effect - clinical code was updated.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that during support on an impella 5.5 the patient had no suction but flows were subpar and albumin was administered for volume. Later, no anticoagulation due to low platelets. It came down to p8 due to some suction alarms. Anticoagulation continued to be held. The patient was bleeding from old chest tube sites and needed transfusions. The patient continued having suction on p6 so it was moved to p5. The patient was weaned from the pump successfully and survived.